Manufacturer narrative:
(B)(4): the lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that, during implantation surgery, the lead contact 0 was out of alignment with the other contacts. The lead was not used and a new lead was used without further issue reported. There was no injury to the pt and the pt recovered without sequela. A follow-up report will be filed if additional information becomes available.